Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-oct-28: information was received from a patient representative regarding an implantable neurostimulator. The indications for use were spinal pain indications and peripheral neuropathy. It was reported that the patient was not able to charge their implant and it must be a hardware malfunction. The patient stated they saw their healthcare provider last week and the healthcare provider did remove the bandage and gave the "ok" to start charging. The patient also stated their back was bothering them a lot because they are unable to charge since they left the hcp office last week. The manufacturer's patient services specialist (pss) reviewed with the patient that they needed to wait for the implant site to be properly healed and it might hinder the charging quality. Pss advised patient to continue trying to charge the implant and to call back if the issue persisted. 2024-dec-10: additional information was received from the patient. They reported that the cause of the inability to recharge is that they "don't know the position it is in on their back wont charge awkward area." The steps taken to resolve the issue is that they reposition it and lay down still it wont charge and the charge also doesn't last for the patient, they don't like it. Issue is not resolved, it takes forever to charge.